Manufacturer narrative:
Upon review of the alarm trace, abnormal low signal alarms occurred between (B)(6) 2022 and (B)(6) 2022. Another low signal alarm occurred on (B)(6) 2022 and a measuring cell condition alarm occurred on (B)(6) 2022. The field service engineer checked the system and found air in the fluidics for a system reagent. The tubing was repaired and no further issues with results occurred. A review of the alarm trace determined the issue began when the system reagent bottle became active. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested on the cobas 8000 e 801 module. The customer issued over 80 amended reports. Data was provided for 12 patient samples and of these, 11 had questionable test results. The questionable results were reported outside of the laboratory. Results from the following tests were affected: the elecsys estradiol iii assay, the elecsys pth immunoassay, the elecsys tsh assay, elecsys cortisol ii, and the elecsys troponin t hs assay. See the attachment for all patient data. Values highlighted in yellow were reported outside of the laboratory. Values highlighted in green were considered correct. The reagent lot numbers and expiration dates were requested, but not provided.